Event description:
It was reported that the rubber on the units had degraded. It was reported that the rubber could be rubbed and scraped off the unit.

Manufacturer narrative:
Summary of evaluation: the visual inspection indicated that the devices were returned in used condition with visual discrepancies attributed to frequent usage. The green overmold of the devices exhibited evidence of degradation. The handles had become severely discolored and tacky. Some of the santoprene material could be picked off of the handles. The root cause of this occurrence is due to a design non-conformance. The product experience reporting database shows this event is related to a trend of similar events where the green overmold handles of triathlon instrumentation is found to be sticky and degrading after sterilization.